Event description:
It was reported that 2 years after primary operation revision of gmrs required as cement mantle fractured in femur.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cement. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding cement crack/fracture involving an unknown cement was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as device details and return, operative reports, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Additional information: it was the cement surrounding the stem which fractured hence revision surgery required.